Event description:
It was reported that 8 of the bd luer-lok¿ tip syringe only experienced foreign matter contaminated. We identified several more syringes this afternoon with the white substance on the rubber stopper. There are 3 different lot numbers represented in the syringes from today: 2278502, 2278495, and 2298230.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: it was reported several syringes had a white substance on the rubber stopper. To aid in the investigation, eight samples in opened packaging blisters and one photo was provided for evaluation by our quality team. Six samples are lot 2278502, one sample is lot 2298230 and one sample is lot 2278495. A visual inspection was performed. Five samples, three from lot 2278502, one from lot 2298230, and one from lot 2278495, have polystyrene foam particles adhered to the syringe barrel and rubber stopper. The three remaining samples from lot 2278502 have visible lubricant adhered to the syringe rubber stopper. The photo provided shows one of the samples received with the visible lubricant. The lubricant is medical grade and is applied to the inner wall of the syringe barrel and the rubber stopper. This is considered an acceptable imperfection. For the polystyrene foam, the probable root cause is not known. This material is not used in the molding, assembly or packaging processes. A device history record review was completed for provided material number 302832, lots 2278502, 2278495 and 2298230. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the manufacturing processes were performed. No material or residues of polystyrene was observed. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2278502. Medical device expiration date: 30-sep-2027. Device manufacture date: 05-oct-2022. Medical device lot #: 2278495. Medical device expiration date: 30-sep-2027. Device manufacture date: 05-oct-2022. Medical device lot #:2298230. Medical device expiration date: 31-oct-2027. Device manufacture date: 05-oct-2027.

Event description:
It was reported that 8 of the bd luer-lok¿ tip syringe only experienced foreign matter contaminated. We identified several more syringes this afternoon with the white substance on the rubber stopper. There are 3 different lot numbers represented in the syringes from today: 2278502, 2278495, 2298230.